Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), pregnancy with contraceptive device ("pregnancy with essure") and genital haemorrhage ("heavy abnormal bleeding") in a 27-year-old female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I, parity 1 (date of the birth: (B)(6)1999), heart disorder (treatment: two heart ablation and medication.) And obesity. Previously administered products included for to prevent pregnancy: depo-provera from 1999 to 2004. Concomitant products included paracetamol (tylenol) since 2007. In (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), migraine ("migraines"), headache ("headache"), fatigue ("fatigue"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, dysmenorrhoea, dyspareunia, migraine, headache, fatigue, alopecia, vaginal discharge and weight fluctuation outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: most, if not all symptoms were decreased post essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - in (B)(6)2006: result : total bilateral occlusion. Both sides are blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2018: quality-safety evaluation of product technical complaints. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), pregnancy with contraceptive device ("pregnancy with essure") and genital haemorrhage ("heavy abnormal bleeding") in a 27-year-old female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I, parity 1 (date of the birth: (B)(6) 1999), heart disorder (treatment: two heart ablation and medication.) And obesity. Previously administered products included for to prevent pregnancy: depo-provera from 1999 to 2004. Concomitant products included paracetamol (tylenol) since 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), migraine ("migraines"), headache ("headache"), fatigue ("fatigue"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, dysmenorrhoea, dyspareunia, migraine, headache, fatigue, alopecia, vaginal discharge and weight fluctuation outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: most, if not all symptoms were decreased post essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: result : total bilateral occlusion. Both sides are blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received: reporters information was added.patient details added. Lot number added. Events pregnancy with contraceptive device,device ineffective,vaginal haemorrhage, menorrhagia, dysmenorrhea, dyspareunia, migraine, headache, fatigue, alopecia, vaginal discharge, weight gain / loss were added. Severity of pelvic pain and vulvovaginal pain added. Concomitant drug, historical drug, medical history and lab data were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.